Manufacturer narrative:
Model number/catalog number: sc-8116-70, (B)(4), model/catalog description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.